Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported was likely the result of infection. However, this cannot be confirmed as the device was not available for evaluation. The certificates of processing for the monobloc stem were reviewed, and all minimum and maximum delivered doses were within the minimum and maximum specified doses. Superficial or deep infection is listed in the general surgical risks section of the total hip systems IFU 700-096-018 rev t. (D11) concomitant devices: femoral head (cn: not reported; sn: not reported) section h11: corrections made in the following section(s): (section f) please disregard f6 and f8. These were entered in error.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: femoral head (cn: not reported; sn: not reported).

Event description:
Index surgery: (B)(6) 2019. Patient presented with draining wound. The surgeon did a one stage revision, replacing the stem and head. Explanted devices will not be returning.